Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days post implant, the right ventricular (rv) lead had dislodged. The physician attempted to reposition the lead. Upon the physician's final check before discharge high rv thresholds were noted. A chest x-ray revealed the lead had dislodged again. The lead was programmed off and remains in use. No patient complications have been reported as a result of this event.